Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was reviewed, investigated and the reported device damaged by another device appears to be due to user technique/procedural circumstances of unintentional curve/excessive torqueing). Per the indication for use section of the mitraclip system IFU, the mitraclip system is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation. There is no indication that the off-label use of the mitraclip device influenced the reported events. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Steerable guide catheter, 3 implanted clips, implantable cardioverter defibrillator (B)(4). The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip delivery system (cds) interacted with a implanted clip, causing damage. It was reported that this was a mitraclip procedure to treat functional tricuspid regurgitation (tr) with a grade of 4. Three xtr clips were implanted with no issue. During advancement of the fourth cds (80823u108), the cds interacted with the implantable cardioverter defibrillator (ICD) device, thus causing it to hit the third implanted clip (80827u123). The third clip then detached from the anterior and posterior leaflets, remaining attached to the septal leaflet (single leaflet device attachment/slda). The fourth clip was deployed to stabilize the third clip and the tr was reduced to 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.